Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there were multiple pocket and drawer failures. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 half height drawer had pockets and drawer failing intermittently. A field service engineer tested the drawer in hardware test application, ran firmware updates, reseated the cable connections, assisted the customer with changing pockets to resolve the issue and verified the drawer functionality. The system functioned as intended after the field service engineer repaired the device.